Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited loss of capture (loc) and high capture thresholds. Approximately a day later, x rays were performed which confirmed lead dislodgment. Subsequently a procedure was performed. Multiple attempts were made to reposition in the left bundle branch (lbb); however, per physician discretion it was decided to modify the lead position for which the rv lead was explanted and successfully replaced. After lead replacement, adequate parameters were confirmed. Other than the intervention no additional adverse patient effects were reported. This lead is not expected to be returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.